Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. An evaluation was completed on the four (4) returned afx devices. There was one bifurcated stent graft and three suprarenal extensions. The evaluation was inconclusive. The evaluation was unable to confirm the reported 1a and 3b endoleak due to damage caused by the devices being explanted. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the following reported events of a type 1a and 3b endoleak due to the lack of relevant medical records / images. However clinical was able to confirm sac growth with an indeterminate endoleak discovered on a CT study three (3) months prior to this reported event. Additionally clinical was able to find the following additional findings an intraoperative type 1a endoleak that was resolved with a non-endologix stent and a previous reported event of a 3b endoleak of the suprarenal extension that was resolved by implanting another suprarenal extension. The most likely cause of the loss of seal and compromised stent graft integrity of an unknown device was the use of strata material in combination with the need for subsequent stent graft revisions (cautionary product use); and, an unplanned use of a non-endologix stent at the original implant. There have been no further reports of negative patient sequelae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Event description:
During clinical assessment and the investigation of this event the following information was discovered. On (B)(6) 2014, the patient was initially implanted with a bifurcated stent and a suprarenal extension in which there was an intraoperative 1a endoleak that was resolved by a non- endologix stent. On (B)(6) 2014, a secondary procedure was performed. An additional afx cuff/ extension was implanted to resolve a type 3b endoleak. This event was reported to the FDA in 2014. On (B)(6) 2016 another afx cuff/ extension was implanted for unknown reason. This event was not reported. On (B)(6) 2017, endologix was made aware of a type 1a and 3b endoleak. The physician elected to explant the devices after an unsuccessful attempt to resolve the endoleaks. The procedure (explant) was a success. The patient was reported as doing well and there have been no additional patient sequelae reported.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2014, the patient was initially implanted with a bifurcated stent and a suprarenal extension. On 12/06/2017, endologix was made aware of a type 1a endoleak and a possible type 3b endoleak. The physician elected to explant the devices after an unsuccessful attempt to resolve the endoleaks. The procedure was a success. The patient was reported as well and there have been no additional patient sequelae reported.